Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported no audio from the mx40. The device was in clinical use when the issue was found. There was no patient injury or harm.